Event description:
During an in-clinic follow-up, high pacing impedance and noise were observed on the right ventricular (rv) channel. Diagnostic imaging was performed and a connection issue between the device and the rv lead were observed. A revision procedure was performed. While trying to disconnect the device and the lead, there were difficulties loosening the set screw. The device and the lead were disconnected the lead was tested and found to have acceptable measurements. The device was explanted and a new device was connected to the rv lead. The high pacing impedance and noise were detected on the new device. Damage to the rv lead ring was suspected. The new device was programmed and resolved the event. The patient was stable and will continue to be monitored.